Event description:
Pt complaining of painful knee. Surgeon performed I & d and exchanged the poly insert.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not reveal any other reports against the manufacturing lot. The investigation could not verify or draw any conclusions about the reported pain. The initial reporting indicted the product was not suspected of failing to meet specifications or contributing to the event. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional; info be received, the investigation will be reopened.